Manufacturer narrative:
The manufacturing and inspection records for the part were reviewed and no discrepancies were found. The implant was manufactured according to specification. The part was visually inspected and a few of the teeth one each side of the implant were rolled over. The appearance of the threads was consistent with use. The x-rays from the case were requested but have not been made available. No specific root cause has been determined. The patient was successfully revised and will be monitored as will incidents of this nature.

Event description:
Aleutian cage migrated approximately two months post-operatively. The patient was revised.